Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10; other medical products in use during the event include: medtronic product ID: evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date: on (B)(6) 2025, medtronic product ID: l-evolutfx-2329 (lot: 0012628485); product type: 0195-heart valves; implant date: not implantable non-medtronic product: 18 fr gore dryseal sheath non-medtronic product: safari s guidewire non-medtronic product: 25mm non-medtronic (magna ease) surgical aortic valve h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported a transcatheter aortic bioprosthetic valve replacement procedure was performed in a patient with severe aortic stenosis and an existing 25mm non-medtronic (magna ease) surgical aortic valve (sav). The procedure was performed under general anesthesia and vascular access was achieved via the right femoral artery. The valve implant team wanted to ensure the dcs would cross the surgical valve without issue prior to pre-implant dilatation. Therefore, a 14fr delivery catheter system (dcs) was temporarily inserted through an 18fr non-medtronic (gore dryseal) sheath over a non-medtronic (safari s) guidewire and across the surgical valve then withdrawn from the patient and flushed. A pre-implant balloon dilation was performed with a 24mm non-medtronic (true) balloon for approximately one minute at 200 bpm in attempt to modify the sav. No fracture of the sav was observed. However, the patient was hypotensive and medication was administered. When temporary pacing stopped, the patient was in ventricular fibrillation. External defibrillation was initiated and successful. The 14 fr dcs was re-inserted through the 18 fr non-medtronic (gore dryseal) sheath over a non-medtronic (safari s) guidewire. The dcs deployed the valve to 80%. However, the patient remained hypotensive, gentle cardiopulmonary resuscitation (CPR) was initiated for 45 seconds to help the patient recover. After CPR, the valve had migrated into the ascending aorta. The valve was fully recaptured. During the next three deployment attempts to 80% the dcs would dislodge. It was noted once annular/surgical valve contact was achieved, the dcs would migrate into the ascending aorta because the patient¿s systolic blood pressure was greater than 130mm hg despite pacing at 180-200 bpm. The increased blood pressure was due to the medical support given when the patient was hypotensive after the attempt to modify the pre-existing sav. Subsequently, nitroglycerin was administered to counter the hypertension. On the fifth and final deployment, using cusp overlap and commissural alignment, the implant position of the valve was at a depth 1mm below frame of the non-coronary cusp (ncc) and 2mm below frame of the left coronary cusp (lcc). The mean gradient was 10mm hg. The implant team was happy with the final result. The valve frame was well expanded with commissure alignment. The patient was extubated while in the procedure room. No other complications were observed post-operatively. It was noted the implant team had no concern regarding the medtronic products involved and further noted the difficulties with deployment were due to increased blood pressures. Additionally, the implanters acknowledged awareness of the device instructions for use regarding a maximum of three deployments/recaptures.

Event description:
It was reported a transcatheter aortic bioprosthetic valve replacement procedure was performed in a patient with severe aortic stenosis and an existing 25mm non-medtronic (magna ease) surgical aortic valve (sav). The procedure was performed under general anesthesia and vascular access was achieved via the right femoral artery. The valve implant team wanted to ensure the dcs would cross the surgical valve without issue prior to pre-implant dilatation. Therefore, a 14fr delivery catheter system (dcs) was temporarily inserted through an 18fr non-medtronic (gore dryseal) sheath over a non-medtronic (safari s) guidewire and across the surgical valve then withdrawn from the patient and flushed. A pre-implant balloon dilation was performed with a 24mm non-medtronic (true) balloon for approximately one minute at 200 bpm in attempt to modify the sav. No fracture of the sav was observed. However, the patient was hypotensive and medication was administered. When temporary pacing stopped, the patient was in ventricular fibrillation. External defibrillation was initiated and successful. The 14 fr dcs was re-inserted through the 18 fr non-medtronic (gore dryseal) sheath over a non-medtronic (safari s) guidewire. The dcs deployed the valve to 80%. However, the patient remained hypotensive, gentle cardiopulmonary resuscitation (CPR) was initiated for 45 seconds to help the patient recover. After CPR, the valve had migrated into the ascending aorta. The valve was fully recaptured. During the next three deployment attempts to 80% the dcs would dislodge. It was noted once annular/surgical valve contact was achieved, the dcs would migrate into the ascending aorta because the patient¿s systolic blood pressure was greater than 130mm hg despite pacing at 180-200 bpm. The increased blood pressure was due to the medical support given when the patient was hypotensive after the attempt to modify the pre-existing sav. Subsequently, nitroglycerin was administered to counter the hypertension. On the fifth and final deployment, using cusp overlap and commissural alignment, the implant position of the valve was at a depth 1mm below frame of the non-coronary cusp (ncc) and 2mm below frame of the left coronary cusp (lcc). The mean gradient was 10mm hg. The implant team was happy with the final result. The valve frame was well expanded with commissure alignment. The patient was extubated while in the procedure room. No other complications were observed post-operatively. It was noted the implant team had no concern regarding the medtronic products involved and further noted the difficulties with deployment were due to increased blood pressures. Additionally, the implanters acknowledged awareness of the device instructions for use regarding a maximum of three deployments/recaptures. Additional information was received to confirm only one dcs was used in this case. The dcs was inserted into the patient, advanced to the aortic valve, subsequently withdrawn from the patient, and then reinserted into the patient with the valve loaded.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Product analysis image review: the suspect delivery catheter system (dcs) was discarded, and; therefore, could not be analyzed directly. Additionally, the patient¿s executive summary was not provided for anatomical review. However, procedural images, including one static image and one media file, were submitted to medtronic for review. Available evidence supports the patient had a previously implanted surgical valve, reportedly a 25mm non-medtronic (magna ease) valve. The images showed an implanted medtronic valve within a pre-existing surgical aortic valve at an adequate depth. It was reported the dcs was inserted into the body and advanced across the surgical valve but was subsequently removed and flushed. Of note, as stated in the device instructions for use (IFU), if a bioprosthesis and catheter have been removed from a patient, dispose of both the bioprosthesis and catheter; do not attempt to reuse either component. Both the bioprosthesis and catheter must be replaced with new sterile components. Deployment of the valve was attempted a total of five times and implanted on the fifth deployment attempt. As stated in the device IFU, deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient. Based on the information provided, most likely the pre-implant dilatation of the surgical aortic valve caused the hypotension issues reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.